Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricle lead exhibited high pacing impedance and high capture threshold. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and high lead impedance were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.